Event description:
A healthcare worker reported that during an intraocular lens (iol) implant procedure, the technician had difficulty folding the haptic. Following implantation, the surgeon suspected a broken haptic and proceeded to remove the iol. Upon inspection, the surgeon discovered that there was no break, but a capsular tear had occurred during removal. A vitrectomy was then performed. Additional information was requested.

Manufacturer narrative:
Product evaluation: the product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with a handpiece and viscoelastic. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause for the haptic would not fold. Damage was observed. Our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is potentially related to customer handling. There have been no other complaints for this lot. Investigation has been completed based on current information. No further action is warranted at this time. A completed questionnaire was received on (B)(6) 2015. (B)(4).